Event description:
This set was built with the blood and drug ratio lines reversed. Instead of receiving a solution of 4 parts blood to 1 part cardioplegia, the pt was given a solution of 4 parts cardioplegia to 1 part blood. No pt injury was reported as a result of this incident.